Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer's blood glucose level was 24 mmol/l. Customer reported that they had transmitter and insulin pump communication issue. Customer reported the insulin pump was very slow. It was unknown if the customer using auto mode or not. The insulin pump will be returned for analysis.